Event description:
Hcp reported the pt has been experiencing intermittent withdrawal symptoms (1-3 times per week). This has even happened following a refill with a full reservoir. The reservoir volumes have been correct at refills. The withdrawal event was complicated by a spider bite. It was questioned that the symptoms might be associated by the a reaction to the bite. A test on the catheter access port was done which showed no problems. A rotor test was also done which showed rotor movement. The pump was stopped for 1 week and the pt was put on duragesic patches. The pump has been turned back on for "about a week now so it's too early to see if there's been any improvement."